Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s certified clinical hemodialysis technician (ccht) reported that a fresenius combiset bloodline¿s arterial line bent inside the port during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The issue occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with a high arterial pressure alarm due to a patient catheter issue. The ccht reversed the cvc lines and the line inside the port bent and she was no longer able to access the arterial port. They were unable to rinse back the arterial line. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. A fresenius dialyzer was also in use. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s certified clinical hemodialysis technician (ccht) reported that a fresenius combiset bloodline¿s arterial line bent inside the port during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The issue occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with a high arterial pressure alarm due to a patient catheter issue. The ccht reversed the cvc lines and the line inside the port bent and she was no longer able to access the arterial port. They were unable to rinse back the arterial line. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. A fresenius dialyzer was also in use. The complaint device is not available to be returned to the manufacturer for evaluation.